Event description:
Hosp personnel responded to a pt in cardiac arrest. According to the reporter, the device would not charge above 2 to 4 joules on the energy display. A backup defibrillator was immediately called for and used. The reporter stated there was no effect on the pt outcome due to the immediate availability of a backup defibrillator.

Manufacturer narrative:
The reporter in the hosp biomedical dept indicated they evaluated the device operation and could not replicate or confirm the reported incident, and then opened the case and visually inspected inside and found no discrepancies. Physio-control made an offer to evaluate and service the device but the customer declined.